Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the pediatric patient¿s parent stated that the child was dizzy. The cgm value was low and the bg finger stick was 441mg/dl. The parent administered 30 units of humalog insulin using an insulin pen. After the event the child felt fine and was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.